Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to suture separation during knot advancement include, but are not limited to, user error (pushing more than tensioning the rail limb, lever deployed early or excessive suture tension) or suture/ nick damage. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the medium calcified right common femoral artery was attempted with one prostyle devices using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, a cuff miss [suture retrieval issue] occurred. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 14f, and the tavr procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. Additionally, a prostyle device was deployed in the mildly calcified left common femoral artery (lcfa) post interventional tavr using a 7f sheath. Reportedly, a suture break occurred during knot advancement. Manual compression was applied achieve hemostasis in the lcfa. There was no reported adverse patient effect and no reported clinically significant delay in the procedure or therapy. No additional information was provided.